Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Home health nurse reports pt's pump (serial and expiration date: not provided) kept giving air inline error on day 2 of infusion. Nurse was unable to correct error "despite configuration, replacing all supplies and even manually taking out air bubbles". Nurse was able to successfully infuse via gravity. Pharmacy to replace device. Material to be sent for return of device associated with event. Availability of device if requested dependent upon return by pt. No adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by health professional.